Event description:
It was reported that this device could be interrogated during a treadmill test. Afterward, the programmer could not interrogate the device. The programmer was rebooted, and a second attempt was also unsuccessful. The caller did a magnet reset and the following attempt at interrogation was successful. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.